Event description:
It was reported that the realize band was implanted by surgeon who has since relocated. Therefore the patient transferred to another practice for post implant band fills/adjustments. The patient presented ten months later with complaint of severe abdominal pain, dysphasia and a low grade fever. An upper gi and CT scan of the abdomen and pelvis was done on (B)(6), 2010. An endoscopy was performed on (B)(6) 2010. The entire band was in the gastric lumen as well as some of the tubing. There were no previous port infections, but as there is erosion, it is considered infected now. The patient had eight fills with the current surgeon and one fill with the implanting surgeon prior to the diagnosis of band erosion. The band was explanted. During removal, the bowel was adhered to the abdominal wall. As the bowel was pulled down, pus was present in the abdomen. The band was removed by making a hole in the stomach and opening was closed with a linear stapler. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis.